Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had beep anomaly and back of the insulin pump was cracked. The customer¿s blood glucose during the incident was 300 mg/dl. The customer advised to adjust the audio volume to 5, press save, and listen for the beep and the insulin pump get off. Customer reports they did not hear beeps when audio volume settings were saved. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction, the device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify audio alert anomaly due to critical pump error. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment.